Event description:
Additional information was received that the oversensing was due to post-paced t wave oversensing. Additionally, the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of t wave oversensing due to fusion were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.